Event description:
The manufacturer received information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged inhaling foam discharge. There was allegation of serious injury to the patient and patient attached CT scan which was recently performed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.